Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) and epicardial lead system exhibited subsequent out-of-range shocking lead impedance measurements.